Event description:
It was reported that patient experienced low blood glucose levels and was with treated intravenous at hospital on (b)(4)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.